Event description:
During surgery, it was found that there was damage on both of the monomer's package of twin pack of simplex. Both monomer's package had the damage at the same place (near the sterile indicator dot). Another new simplex was used without problem. There was no adverse outcome due to the event.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. And was cleared (B) (4).